Event description:
Customer reports receiving results ranging from high 200"s mg/dl to 16mg/dl within 10 minutes on the aviva system. No actin taken on device results. No adverse event reported. Results of 16mg/dl were not found in device memory. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: actos/metformin - "years" 15/850mg/2/day.